Event description:
It was reported that the catheter was kinked. The catheter was not returned to the manufacturer for analysis.

Event description:
It was reported that there was a volume discrepancy, a catheter issue was suspected and the pump system was replaced. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 14 ml, and the erv was 4 ml. At the previous refill, there was another discrepancy. The arv was 10ml and the erv was 3ml. At those discrepancy times, the patient was reported as doing fine and had not noticed any change. It was then later reported that there was a "change in effect" with the patient, however it was "nothing severe", but they needed to have a medication dose increase over time. Fluoroscopy was done on (B)(6) 2012, and found no kinks, disconnects or any other catheter issues, however the healthcare provider reported difficulty aspirating fluid through the catheter access port (cap), so a dye study was not possible. The event logs were reviewed and found no events or problem detections, so it was further thought there could be a possible issue with the catheter. It was planned to do a catheter revision and/or replace the pump on (B)(6) 2012. It was later confirmed that the catheter was found to be kinked and the pump was replaced. It was unclear whether or not the catheter was replaced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: uncertain, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.